Event description:
It was reported that after the pump was implanted the ¿tube¿ came off. On (B)(6), the patient went into the hospital and the catheter was revised and more medicine was put in the pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
It was further reported that the patient¿s issues have since been resolved and the patient was receiving effective therapy. No further information could be obtained.